Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a saline bag backfill during recirculation mode. The backfill was visually observed. The biomed did not report that there were any machine alarms. A patient was not connected to the machine at the time of the incident. The biomed reported that there were no quick disconnects on the drain line and that the drain line length and height were within specification. The biomed believes the saline bag backfill was not due to user error. It was confirmed that the unit has received the cbe hardware and software upgrades. The biomed advised he had not yet had time to repair the machine, and confirmed it was presently out of service.